Event description:
A surgeon reported that after an intraocular lens (iol) implant surgery an unexpected postoperative outcome was observed. The pt reported that she cannot read without glasses with the left eye since the day after surgery. Additional information was received from the surgeon reporting the outcome of the event has not resolved. The pt still needs corrective lenses to read. The surgeon reported that it is unknown if the iol contributed to the event. The surgeon reported that the pt has insulin-dependent diabetes mellitus with a long standing proliferative diabetic retinopathy with a history of panretinal photocoagulation treatment, cell and flare with a history of oral steroid use. The lens is in the capsular bag and no posterior chamber opacification has been observed. There are two medical device reports associated with this event. This file is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2013. (B)(4).